Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part number: 03.037.014-us, lot number: 20p8979, manufacturing site: haegendorf, release to warehouse date: december 13, 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the 125 deg aiming arm (p/n: 03.037.014, lot number: 20p8979 ) was received at us customer quality (cq). Upon visual inspection, no damage or defects are observed. Functional test: no functional test was performed as alleged mating devices were not returned. Complaint replication is unable to be performed. Dimensional inspection: there was no damage found on the device and relevant dimensional analysis was unable to be performed. Investigation conclusion: this complaint is not confirmed as no defects were identified on the device and the mating devices were not returned. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Event occurred on an unknown date in 2020. Reporter is a j&j employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, using the 125 degree aiming arm, the doctor was unable to slide the triple trocar sleeve through the aiming arm down to the nail. They tried the 130 degree aiming arm and the triple trocar sleeve was able to slide through down to the nail successfully. It was then suggested to use a 130 degree nail instead of the preferred 125 degree nail. The procedure successfully completed with a ten (10) minute surgical delay. No patient consequences. Concomitant device reported: unk - tfna nail (part # unknown, lot # unknown, quantity: 1). This report is for one (1) 125 deg aiming arm. This is report 1 of 3 for (B)(4).